Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing and intermittent capture. No changes or intervention was reported. There were no patient consequences.